Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that for the previous month or so the patient had been urinating 10-14 times a night, and the urinary frequency had gotten worse. The caller stated that the therapy issue happened suddenly, and the therapy was working fine before this event. The caller added that the patient fell and broke their hip, so they had to get surgery to fix their hip. The caller stated that the patient was in the hospital for a week and rehab for almost 3 weeks, and the therapy issue got worse during that time. The caller mentioned that the patient has had falls prior to the therapy issue as well. The caller also mentioned that the patient has parkinson's which causes bladder issues. The caller said the patient's doctor wants to do an MRI because they thought maybe something was going on with the parkinson's. The caller contacted the patient's managing doctor and they redirected the caller to patient services to see if the ins needed a software update. The caller connected to the ins during the call and confirmed therapy was turned on. Program 1 was active. The caller mentioned that they had tried all other programs and thought program 4 was one of the better ones. The caller also mentioned that the patient feels discomfort if amplitude gets above 4.5 ma. The caller decided to change to program 4, but the patient could not feel stimulation regardless of how high they increased the amplitude. The agent reviewed potential adverse events that could occur if the falls impacted the ins/lead site. The caller decided to keep the patient on program 4 and will follow up with the patient's managing doctor. The caller said the patient has an appointment with the managing doctor's physician assistant on (B)(6) (2025). Historical event: the caller mentioned that the patient had a difficult time doing the ins surgery because the anesthesia made them hallucinate, which caused them to move around a lot while the ins was being implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.